Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s registered nurse on an unrelated event revealed the patient was hospitalized from (B)(6) 2018 due to being fluid overloaded. The peritoneal dialysis nurse reported that the patient's fluid overload was related to a psychological issue (unspecified). While there is no allegation towards a fresenius device, the pd patient has been switched to hemodialysis (hd) treatments to relieve the fluid overload with a plan to transition back to continuous cyclic peritoneal dialysis (ccpd). Further information regarding patient's history and status was not made available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The internal inspection noted evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the dried fluid could not be determined. A patient sensor calibration test was performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.